Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g6 pairing failure with the ilet, which resulted in the ilet ceasing automated dosing due to loss of cgm data; the user had attempted to re-pair a failed sensor that had already stopped working and later replaced the sensor and restarted warm-up with correct transmitter serial number and sensor code. Symptoms included hyperglycemia with a reported peak of 449 mg/dl and approximately 12 hours above target. Outcomes included the need for subcutaneous insulin via pen over two days and no professional medical intervention. Investigation included remote troubleshooting, verification of transmitter serial number and sensor code, confirmation of sensor start on the ilet, and education to complete a full supply change once glucose data returned. Investigation of this case revealed that the cgm sensor had failed prior to attempted re-pairing, resulting in loss of cgm input and subsequent suspension of ilet dosing until a new sensor was properly started. It was concluded, based on previously established findings for similar reports, that the cause was user handling of a failed cgm sensor and resultant loss of sensor communication, with device function restoring after correct replacement and setup.